Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "capsular contracture, baker grade unknown" "recurrence of breast cancer," "pain," "ganglions became calcified," and "hormone-dependent breast cancer; thyroid cancer." Device remains implanted. The following events reported by the patient have been deemed not device related by allergan medical safety: cancer breast - ndr, and cancer - ndr.